Event description:
It was reported that a power on reset (por) condition was achieved while recharging an implantable neurostimulator. The programmer displayed a "call your doctor" icon and gave an antenna failure error code (code: 375). The manufacturer's representative met with the patient and cleared the por condition. A replacement antenna was sent to the patient. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3777-45 serial# (B)(4) implanted: (B)(6) 2010 explanted: unk; lead model 3777-45 serial# (B)(4) implanted: (B)(6) 2010 explanted: unk; programmer model 37743 serial# (B)(4); recharger model 37752 serial# (B)(4).